Manufacturer narrative:
Final analysis found no malfunctions. Full analysis not needed.

Event description:
Related manufacturer reference number: 2017865-2021-38398. New information noted that an infection was suspected. The entire system was explanted.

Manufacturer narrative:
This report is to retract report MFR # 2017865-2021-38397 submitted on 03 dec 2021. This report was erroneously submitted. This is not a reportable event as there was no allegation the infection was due to abbott products or procedures. All previously submitted information should be corrected to not applicable and null fields.

Event description:
New information noted that there was no allegation noted in the infection.